Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during diagnosis for unknown procedure. The procedure was completed as planned. It was reported to philips that the x-ray tube's current out of range alert. Upon troubleshooting, the philips field service engineer (fse) visited onsite and found that the system was unable to produce x-rays because the tube current was out of range and confirmed to be an issue with the x-ray tube current error. To resolve the issue, fse performed tube conditioning and tube adaptation, and adjusted the entrance dose limitation (edl). After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system had a unable to produce x-rays issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A unable to produce x-rays issue during power on self-start which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system gave a remote alert indicating that the x-ray tube's current was out of range, which can impact imaging. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.